Event description:
It was reported that an ilet user experienced hyperglycemia for several hours after a recent sensor replacement and reconnection with a trainer, with fingerstick values as high as 463 mg/dl before trending down to 360 mg/dl; the cause was unclear. Symptoms included dizziness that improved as glucose declined. Outcomes included no medical intervention or hospitalization, and the user declined further follow-up once improving. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction and a return to improving glucose levels after reconnection and time for stabilization. It was concluded that the event was consistent with hyperglycemia of undetermined cause with no confirmed device failure and resolution without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.